Event description:
Device issue: dislodged stent. Time of device issue: unknown. Adverse event: none. It was reported that the stent did not cross the lesion due to the severely tortuous anatomy and calcified lesion. There was no reported patient effect. No additional information was provided. During returned device analysis, the stent had been returned crimped backwards on the balloon. Per the analysis, the crimp marks on the balloon were determined to be facing the correct direction; therefore, it appears that the stent had dislodged and was re-crimped on the balloon before being returned to abbott vascular for analysis. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.